Event description:
It was reported that the patient experienced intermittencies with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019. It is unknown if the patient was reimplanted with a new device during the same surgery. This report is submitted on april 2, 2019.

Manufacturer narrative:
This report is submitted on june 14, 2019.